Event description:
It was reported that the asymptomatic patient presented post-implant after leaving the procedure room with an irregular heart rhythm. Further evaluation determined that the right atrial lead was inappropriately capturing the ventricle. A chest x-ray confirmed that the atrial lead was dislodged and had dislocated to the ventricle. The patient was scheduled for revision, and the lead was successfully repositioned on 18 apr 2024. The patient was discharged in stable condition.